Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # v884818, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead.

Event description:
It was reported by the patient via the manufacturer representative that the patient lost efficacy within days following a hysterectomy on (B)(6) 2015. This event occurred on (B)(6) 2015. It was noted that they tried making multiple programming changes. Impedances were reported as within normal range. The lead and implantable neurostimulator were explanted and replaced on (B)(6) 2016. It was indicated that the issue was resolved. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.